Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the video system center had intermittent contact on video processor, play detected at the connector level, the locking latch no longer holds, and loss of image occurred during an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the final investigation results based on the information provided by the customer and field service engineer. Updated fields: d8, h2, h3, h6, h11. The device was not returned to olympus for inspection however, the reported failure was partially confirmed. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the malfunction intermittent contact in the video processor could not be determined. However, the most probable cause of the malfunction play detected at the connector level and the locking latch no longer holding was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.